Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900624 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not loaded into the jaws properly. Then the user tried three times outside of the patient's body, but it failed. Therefore, a new unit was used instead. No clips fell/remained in the patient.

Manufacturer narrative:
(B)(4).after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900624 was manufactured on 02/23/2019 a total of 288 pieces. Lot was released on 03/11/2019. DHR investigation did not show issues related to complaint. First, the partially loaded broken clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. On the next attempt, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next 4 clips. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. The sample was received with 8 clips remaining, including the partially loaded broken clip, indicating that 7 clips were fired by the end user, including the loose clip. A CAPA has been opened to further investigate this issue. Reference file anp1900071900 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, the first 5 clips were able to fire properly. However, it was found that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. The clip stacking can also cause clips to break in the channel, as was the case for the returned sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.